Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation due to normal elective replacement indicator. The device was explanted and replaced. No patient symptoms were reported.